Manufacturer narrative:
The device was evaluated. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the device was leaking from the bending section cover; distal end adhesive was worn; image was out of alignment; up/down/left/right angles were not to specification and there was play evident at up/down/left/right angle play of the angulation control knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during maintenance found that the rubber seal at the tip end of the colonovideoscope was damaged. There was no clinical procedure involved. There was no patient involvement. The device was returned for evaluation. During the device evaluation, the contamination was identified in the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, the foreign material adhered/clogged in auxiliary water channel was confirmed and that foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at the bending section cover or distal sheath (black covering of the bending section). The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.